Event description:
Event reported to smv approximately 6 weeks after it occurred. The collimator was placed onto the head from above using eyebolts. Tech forgot to screw the collimator onto the camera head. When autocontouring a pt, the collimator fell from the camera, brushing the pt on the arm, no injury.